Event description:
It was reported that this implantable lead was explanted due to infection. No additional adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.